Manufacturer narrative:
(B)(4). D10: item# unk bearing; lot# unknown. Item# unk tibial tray; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised approximately three (3) weeks ago due to experiencing a distal femoral peri-prosthetic bone fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: after further information received, it was determined that specific femoral component involved was the stem on the femoral side of the knee. Therefore, the subform has been updated to unk stem component h6: proposed component code - mechanical (g04) - stem. No product was returned. Photograph of the explanted devices (femoral, tibia, articular surface) were provided. A large piece of bone was stuck to the explanted femoral implant. X-rays were provided and were reviewed by third party hcp and it confirms that there is fracture of the distal femur and intramedullary rod as noted with maintained knee arthroplasty alignment. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed via x-rays and photograph provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.